Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis is a known risk described in the impella instructions for use and may occur in the context of patient-specific factors such as underlying cardiac dysfunction, critical illness, and hemodynamic conditions (including afterload), as well as device-related factors such as inlet positioning. In this case, no suction alarms or device performance concerns were reported, and the change in urine color improved with standard monitoring.

Event description:
An impella cp was inserted via the right femoral artery in a 64-year-old male patient presenting with cardiomyopathy. After support was initiated, the bedside rn observed a change in urine color from cloudy amber to darker brown. Echocardiography measured the inlet position at 3.8 cm below the aortic annulus, and no aic alarms were noted. The managing physician was notified and opted not to reposition the device. Hemolysis labs on the most recent draw had not hemolyzed, and the patient¿s maps were documented in the 80s. The rn was advised to continue monitoring urine appearance, hemolysis labs, suction alarms, and afterload. On reassessment the following morning, the rn reported that the urine color had improved. The reported event is hemolysis. Hemolysis is a known risk described in the impella instructions for use and may occur in the context of patient-specific factors such as underlying cardiac dysfunction, critical illness, and hemodynamic conditions (including afterload), as well as device-related factors such as inlet positioning. In this case, no suction alarms or device performance concerns were reported, and the change in urine color improved with standard monitoring.